Manufacturer narrative:
Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine the manufacturing date. Additional information has been requested.

Event description:
Patient implanted with hardware for a posterior lumbar procedure at l5-s1. Follow up x-rays showed that the rod slid out of the s1 screw and moved towards l5. Patient experienced pain. Surgeon removed and replaced screws. This is the 3rd of 5 reports submitted on this event.